Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical investigation: a temporal relationship exists between cvvhd therapy utilizing the ultraflux av 1000 s, and the serious adverse event of worsening hypernatremia, which required emergent discontinuation of cvvhd therapy and medicinal intervention (specifics not provided). The definitive etiology of the event is unknown; therefore, causality cannot be firmly established. However, the study documentation attributed causality to ¿unacceptable toxicity.¿ cifoban is hypernatremia solution and once metabolized, a source of bicarbonate. Sodium-enriched products, which may increase the risk of hypernatremia (high concentration of sodium in the blood). Based on the information available, the ultraflux av 1000 s cannot be excluded from having a causal or contributory role in the serious adverse events. Without a discharge summary, hospital records, treatment records, or a sample of the suspect product for manufacturer evaluation, this clinical investigation cannot disassociate the ultraflux av 1000 s from the serious adverse event.

Event description:
It was reported to fresenius that a patient on continuous venovenous hemodiafiltration (cvvhd) utilizing an ultraflux av 1000 s dialyzer experienced worsening hypernatremia (admission date unknown). The patient had an acute kidney injury and was participating in a clinical trial. A review of the documents in the complaint file revealed the patient began undergoing cvvhd in the intensive care unit (ICU) on (B)(6) 2024 due to aki and hypernatremia. On (B)(6) 2024, while undergoing treatment the patient experienced worsening hypernatremia. As a result, the patients¿ treatment was discontinued; however, it is unknown if the patient¿s extracorporeal blood volume was returned or discarded. Additionally, it appears the patient was receiving cifoban (also known as sodium citrate), which was also discontinued. The study documentation attributed causality to ¿unacceptable toxicity;¿ however the specifics were not provided. The patient¿s current disposition is currently unknown, as the patients¿ clinical trial was discontinued following the reported worsening hypernatremia. No further details were able to be provided.